Event description:
A follow-up report was received on 20-jan-2016 from the health care provider who reported that she reversed the patient's filler with an unspecified product last wednesday, (B)(6) 2016, and so far so good. The patient will continue her antibiotics for 2 weeks and then she will see.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may have contributed to the events. This case has been assessed to fulfill the criteria for reporting to competent authority due to the extensive draining of abscesses and IV vancomycin at the emergency room. A batch record review of restylane l lot 13019 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. This case has been assessed to fulfill the criteria for reporting to competent authority due to the extensive draining of abscesses and IV vancomycin at the emergency room. The events swelling, abscess, erythema, mass, infection and induration are already addressed in the labeling. The event malaise is not explicitly mentioned but is assessed to be secondary to the abscess/infection. The labeling states that "as with all transcutaneous procedures, restylane-l implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Cleanse the area to be treated with alcohol or another suitable antiseptic solution. Sterile gloves are recommended while injecting." No corrective action is initiated. A batch record review of restylane l lot 13019 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
A follow-up report was received on (B)(4) 2015 from the physician assistant (pa) concerning the patient with the left upper lip abscess. The pa dissolved her restylane in her left upper lips weeks ago around (B)(6) 2015 and everything had been fine. She discontinued her antibiotics on (B)(6) 2015. On (B)(6) 2015 the patient texted the pa saying she still had hard lumps on both sides of her upper lip but no sign of infection. Tonight, on (B)(6) 2015, the patient said her right side of her upper lip was getting swollen and was feeling infected. Previously, she had no problem with that side of her lip. The pa placed the patient her back on antibiotics and the supervising physician will see her tomorrow. The pa was suspecting biofilm. The pa's treatment plan was to get the presumed infection under control and dissolve the filler on the right side now and on her lower lip. The good news was her left side was not getting infected, so the reversal of the product probably had worked.

Event description:
A follow-up report was received for (B)(4) on (B)(6) 2015 fomo the physician assistant who reported that the (B)(6) year old female patient was improving. She had a fitzpatrick skin type I-ii and had a history of a previous lip augmentation years ago in another state. She was allergic to penicillin and the reaction was a rash. She had previous unspecified treatments to her lips. On (B)(6) 2015 she was injected with a total of 0.5 ml of restylane-l to the upper and lower lip using a linear threading technique. On (B)(6) 2015 the patient experienced severe swelling, abscess and worsening of the abscess, mild erythema and swelling. On (B)(6) 2015 the patient was treated at an urgent care in (B)(6) with a medrol dose pak and septra ds bid for 10 days. She improved until (B)(6) 2015 and then increased in size. She was started on clindamycin 300 mg tid and septra ds bid. On (B)(6) 2015 she was worse and went to an emergency room where an abscess was incised and drained and she had 3 doses of intravenous vancomycin. She left for (B)(6). She completed her antibiotics on (B)(6) 2015 per the emergency room physician and was stable until (B)(6)2015. The patient had a left lip abscess incision and drainage and was continuing on clindamycin and septra; the patient was improving. The physician assistant would dissolve the product in 10 days if the patient was stable and on antibiotics. All events were ongoing at the time of this report. The physician assistant's assessment was that the causality was possibly the substance. The patient was not yet assessable for seriousness criteria per the physician assistant.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the events. This case has been assessed to fulfill the criteria for reporting to competent authority due to the extensive draining of abscesses and IV vancomycin at the emergency room. A batch record review of restylane l lot 13019 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. "The abscess drainage" coded as concurrent disease is a treatment for the event not concurrent disease. But left it as it is in this case. (B)(4) carina. This case has been assessed to fulfill the criteria for reporting to competent authority due to the combination of interventions with different peroral antibiotics, antihistamine and steroid, extensive draining of abscesses and IV vancomycin at the emergency room. The events swelling, abscess and erythema are already addressed in the labeling. The event malaise is not explicitly mentioned but is assessed to be secondary to the abscess. The labeling states that "as with all transcutaneous procedures, restylane-l implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Cleanse the area to be treated with alcohol or another suitable antiseptic solution. Sterile gloves are recommended while injecting." No corrective action is initiated. A batch record review of restylane l lot 13019 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
(B)(4). A report was received on (B)(6) 2015 from the physician assistant (pa) regarding a female patient. The patient had history of herpetic lesions that were inactive at the time of this report. Prior filler history was unknown. On (B)(6) 2015, the patient was injected with a total of 1 ml of restylane-l into the lips, of that 0.25 ml was injected into the upper left lip area. On (B)(6) 2015, the patient contacted the pa to state that she had swelling or and abscess in the upper left lip area that started on (B)(6) 2015. The patient was out of town (in (B)(6)) so the pa could not see the patient, but the patient was advised to seek medical attention if there was worsening and to apply ice and take advil for the time being. The patient went to urgent care in (B)(6) on (B)(6) 2015, and she was prescribed and started on a medrol dose pack and bactrim ds one tablet twice daily for 10 days. The patient informed the pa she had immediate improvement. The morning of (B)(6) 2015, the patient took her last bactrim ds dose. The patient returned home on an unspecified date. The pa received a text from the patient on (B)(6) 2015 stating the abscess had gotten worse again. The reporter saw the patient on (B)(6) 2015 and noted mild erythema and swelling around the abscess. The pa consulted with her physician who advised her to start the patient on clindamycin 300 mg three times daily for seven days, restart the bactrim ds, and to add acyclovir (as the patient has a history of herpetic lesions, but she did not have an active episode at the time) with zyrtec 10 mg as needed for the swelling. The reporter also stated the patient's husband expressed dissatisfaction with what the patient was going through and requested reimbursement for the urgent care visit, so the reporter provided a check for (B)(6) to the patient. On (B)(6) 2015 around 0700, the patient texted the pa stating the swelling or abscess was spreading on her face and her lip and of not feeling well. The pa advised the patient meet her at the emergency room, where they both arrived around 0800. The pa's consulting physician advised to start the patient on IV vancomycin. Before starting the vancomycin, the patient underwent a CT scan of the face, which showed the abscess in the upper left lip area extending upward to the right side, had the abscess cultured, and labs drawn. The complete blood count (cbc) was normal, white count was 8000 (units not specified), and a normal creatinine clearance. Prior to the start of the IV vancomycin, around 1130, the pa stated she could see the spreading of the abscess from the time at the arrival to the emergency room. Once the vancomycin was started, lidocaine was applied to the area and an 11 blade was used to open the abscess which the emergency room (ER) physician removed a couple of cc's. The ER physician then did extensive draining and packed the area. The patient was released to go home, but was advised to return on (B)(6) 2015 at 2300 and (B)(6) 2015 at 1100 for the next vancomycin doses. She was also discharged with directions to take clindamycin 600 mg four times daily and advised to discontinue the acyclovir. The patient stated she was going out of town again for horseback riding. The pa advised the patient it would be best to not travel or to do activities that could affect her pressure which could affect the current condition. The patient stated she was going to leave town despite the advice from the pa, so the pa advised her to go the ER if there were any changes or worsening.